Event description:
Customer's mother reported, customer was treated by paramedics for low blood glucose. Customer's mother stated her son suffers from bipolar disorder and brittle diabetic. Troubleshooting was not performed at time of call. No further details provided at time of call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.